Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock as a result of oversensing noise signals. The post shock impedance measurement was 88 ohms. Additionally, it was noted that device feature, smart pass became disabled due to low amplitude r-waves. Technical services (ts) was consulted for review of the store episode and troubleshooting and programming recommendations. The boston scientific representative was to discuss the findings with the physician. Additional information was received that the electrode is fractured and a replacement procedure is scheduled. Subsequently, this s-ICD and electrode have been explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock as a result of oversensing noise signals. The post shock impedance measurement was 88 ohms. Additionally, it was noted that device feature, smart pass became disabled due to low amplitude r-waves. Technical services (ts) was consulted for review of the store episode and troubleshooting and programming recommendations. The boston scientific representative was to discuss the findings with the physician. The device system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the electrode is fractured and a replacement procedure is scheduled. At this time, the electrode remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD and electrode have been explanted and replaced. No adverse patient effects were reported. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.